Manufacturer narrative:
It was reported that a replacement poly insert has been requested for revision surgery. Surgery is planned to resurface the patella and the surgeon may exchange the poly inserts during the procedure. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that a replacement poly insert has been requested for revision surgery. Surgery is planned to resurface the patella and the surgeon may exchange the poly inserts during the procedure.